Manufacturer narrative:
Manufacturing date requested but not available at the time of this report. Field service specialist (fss) visited the account and confirmed chair drift. Fss replace joystick and replaced system filter as it was found saturated during the maintenance. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that while patient was on the table the chair was drifting.

Manufacturer narrative:
Mfg date: - july 2005. Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation a mechanical and wear problem were found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.